Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device has been returned and is currently being analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that it was implanted gts stem and biolox head during an initial surgery. The patient was saturated, medicated, and placed in the supine position. The surgeon decides to reopen the patient and change the head because it does not suit/fit with the length of the limbs. He tried to remove the head but the whole stem comes out. It was not possible to separate the head and the stem. Biolox head and gts stem get stuck together. So they explanted both products. The procedure was finished using another head and stem. The surgery was extended by 15 minutes, no patient adverse consequences have been reported.

Event description:
It has been reported that it was implanted gts stem and biolox head during an initial surgery. The patient was saturated, medicated, and placed in the supine position. The surgeon decides to reopen the patient and change the head because it does not suit/fit with the length of the limbs. He tried to remove the head but the whole stem comes out. It was not possible to separate the head and the stem. Biolox head and gts stem get stuck together. So they explanted both products. The procedure was finished using another head and stem. The surgery was extended by 15 minutes, no patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). The device is in transit to the manufacturer. Therefore, it will be analyzed as soon as it will be received. X-ray and medical record have been received but not yet analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. Received x-ray shows that the whole device seems correctly implanted. The review of the medical record showed that the surgeon respected the surgical technique as he perform trial before the final devices implantation. The product was returned and lab analysis was performed. The product analysis shows that the gts stem and the biolox head were stuck together after impaction. In order to unlock the products, it was necessary to cut a part of the stem. Once the products were unblocked, they were inspected and they seemed to be conform. The dimensional analysis of the component could not be performed as the stem was cut to unblock the head. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The instructions for use have been reviewed and it was found that the biolox head is compatible with the gts stem used. A complaint extract was done regarding revision due to implants stuck to each other: 1 complaint (1 product), this one included, has been recorded on gts standard femoral stem size 0, reference ps129g00, from january 01, 2017 to november 24, 2020. 1 complaint (1 product), this one included, has been recorded on gts standard femoral stem size 0, reference ps129g00, batch j6549101. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that it was implanted gts stem and biolox head during an initial surgery. The patient was saturated, medicated, and placed in the supine position. The surgeon decides to reopen the patient and change the head because it does not suit/fit with the length of the limbs. He tried to remove the head but the whole stem comes out. It was not possible to separate the head and the stem. Biolox head and gts stem get stuck together. So they explanted both products. The procedure was finished using another head and stem. The surgery was extended by 15 minutes, no patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical devices - list of associated devices: delta ceramic femoral head 036/0mm 12/14, reference 650-0837, batch 2020031367; g7 hi-wall e1 liner 36mm f, reference 010000936, batch 6804773; g7 acetabular shell 54f, reference 010000664, batch 6721122. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that it was implanted gts stem and biolox head during an initial surgery. The patient was saturated, medicated, and placed in the supine position. The surgeon decides to reopen the patient and change the head because it does not suit/fit with the length of the limbs. He tried to remove the head but the whole stem comes out. It was not possible to separate the head and the stem. Biolox head and gts stem get stuck together. So they explanted both products. The procedure was finished using another head and stem. The surgery was extended by 15 minutes, no patient adverse consequences have been reported.